Event description:
It was reported that the patient went in for routine exchange of the implantable cardioverter defibrillator (ICD). Measurement of the right ventricular (rv) lead showed high threshold and high shock impedance. The physician elected to deactivate the tachy therapy and program to atrial sense/pace only instead of replacing the ICD, thus extending the battery longevity of the device. At this time, this rv lead remains implanted and deactivated; no adverse patient effects were reported.